Manufacturer narrative:
Service was not scheduled and no samples were returned to manufacturing qa for evaluation. No root cause can be determined. (B)(4).

Event description:
Laser technician reported suction loss during flap cut, followed by a breakthrough in the epithelium and resulted in an incomplete flap. Pt was sent home, and the following day, the surgeon performed prk instead of the planned lasik procedure. The surgeon did not report any concerns.